Manufacturer narrative:
(B)(4). The device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clips were determined to be caused by an intermittent failure of the anti-backup feature. The intermittent failure of the anti-backup feature is unrelated to the incident reported. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. It could not be determined what may have caused the incident reported. The remaining clips were conforming according to manufacturing specifications; no jamming issues were noted. It could not be determined what may have caused the event reported. In addition, the device locked out as intended but the orange indicator was not visible; this finding is not related with the incident reported.

Event description:
It was reported that during a laparoscopic bi-lateral inguinal hernia procedure, the device clipped once, they went to use it again, and it jammed. A new device was used to complete the procedure. There was no patient impact.